Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system had no image on the monitor at the start of a case. The procedure was rescheduled. No patient injury was reported.